Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited loss of capture. No asystole was noted. A revision procedure was performed and the ra lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that during the lead revision the ra lead was found to be in its original location, however it had exhibited a slight elevation in impedance measurements. No additional adverse patient effects were reported.